Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened down button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button are sticky and harder to pushed. Customer's blood glucose value was unknown. Customer stated that all of them buttons but specially the down arrow button. The device will not be returned for analysis.